Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to connect with the merlin transmitter. During clinic check it was noted that the rf antenna was not working. The rf antenna was restored.. The patient remained stable at all times.